Manufacturer narrative:
A bav was never performed, the case was confirmed to be a tavr case via transfemoral approach. The distal tip of the delivery system was never explanted from the patient. Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The sheath was returned for evaluation. During visual inspection, the returned esheath had curvature noted on the sheath shaft. The esheath liner was fully expanded as designed. Hdpe damage near the distal end of the sheath was noted. Liner delamination approximately 40mm from the distal tip along with a split in the distal tip was observed. The commander delivery system balloon was burst with the spring exposed. Hdpe damage approximately 15mm and 25mm from the distal tip along with scratches near the tip could be seen. The c-marker was intact. Due to the nature of the complaint, no functional and/or dimensional testing are able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the events from this case. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, preparation manual, and procedural manual were reviewed. If a balloon bursts or leaks during deployment do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If re-dilation is needed, use a new balloon. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The sheath liner delamination and distal tip split were confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of the device history record, lot history and complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, 'during procedure, when inflating the s3 26mm valve, the commander balloon burst at the very end of deployment. But since the balloon was completely wrap, it was impossible to retrieve the commander into the esheath.' A torn balloon from the delivery system makes it difficult to withdraw the balloon into the sheath due to its changed balloon profile. The returned device evaluation showed a torn balloon with springs exposed. As difficulty occurred, potential device manipulation may have been applied to overcome the withdrawal difficulty, causing the balloon to further contact the sheath distal tip, leading to the observed distal tip split and the liner delamination. It's likely that the torn balloon got caught on the tip causing the tip to split and also got caught on the liner, causing the delamination. Additionally, scratches were seen on the sheath shaft near the distal tip. Scratches are indicative of contact with calcification. Calcification may have made contact with the distal tip causing it to split. The returned device also was noted to have curvature. Curvature indicates that tortuosity was present in the patient's access vessels. Tortuosity can create sub-optimal angles and non-coaxial alignment that can cause difficulty in delivery system retrieval through the sheath. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06709. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the implant of a 26mm edwards sapien 3 thv the delivery system balloon burst at the very end of deployment. The valve was successfully deployed. The team was unable to withdraw the delivery system into the sheath because the balloon had wrapped up on itself. After many attempts it was managed to retrieve the system without any vascular injury to the patient. Unfortunately, it was noticed that the nosecone with distal part of the balloon were missing and stayed in the artery. A vascular stent was deployed to avoid the migration of the nosecone distal part and it was going to be planned a future extraction surgery if the patient conditions allowed it. During pre-decontamination of the returned sheath, it was seen that the esheath liner was delaminated and the distal tip was split.